Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a pcu failure while double strength noradrenaline and vasopressin were infusing. Apparently there was a drop in the patient's blood pressure as a result of the event. The pictures provided depict a system error 132.3000, as well as a channel error 246.4700 in which a calibration was recommended.

Event description:
It was reported that there was a pcu failure while double strength noradrenaline and vasopressin were infusing. Apparently there was a drop in the patient's blood pressure as a result of the event. The pictures provided depict a system error 132.3000, as well as a channel error 246.4700 in which a calibration was recommended.

Manufacturer narrative:
The customer's report of a pcu failure was confirmed. Physical inspection identified damage to the tamper switch housing and to the rear case in the vicinity of the tamper switch. All pcu event logs identify that the malfunction alarm occurs 47-48 seconds after the tamper switch has been selected / activated. Testing has confirmed by holding the tamper switch on generates 132.3000 alarm / error after 47 seconds. The root cause of the customer's report was an inadvertent operation of tamper switch by external source.